Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the physician programmer¿s display was not responding. The programmer hadnot been working the day before. The p hysician re-calibrated it, and it was ¿fine.¿ the morning of the report the programmer was not working again. The lithium battery was changed, and ¿it seemed like it was working.¿ following this, the physician programmer was not working again. Nothing was responding when the screen was tapped. The physician tried to calibrate again but was unable to get through the calibration. The patient¿s pump was refilled, but due to the physician programmer issue the pump was unable to be programmed to the correct reservoir volume. The physician was also unable to program a dose increase as intended. The drug in the pump was unknown.